Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached the range of 300 mg/dl and 335 mg/dl while wearing the pod between 36 and 48 hours. Patient also experienced vomiting and diabetic ketoacidosis as a result. When removed from the infusion site (back), the pod's cannula was found bent. Patient was reportedly hospitalized for 3 days but no medical treatment was given.